Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they ceased treatment because their teeth felt loose and were not moving into optimal position due to ill-fitting aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.